Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that when moving the device, the assembly of the anchor with the insertion handle was bent; and the anchor was also angled with respect to the insertion handle. When the specialist manually tried to straighten to implant it, the anchor broke and was disassembled from the handle. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary ==> the product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (source file - soporte documental of-894582). The photo investigation revealed that the device was in used condition. Biological matter could be observed on the shaft and suture. The shaft was in good condition, no structural anomalies were found. No evidence of bending was found in the photo, therefore the allegation for bent insertion handle was not confirmed. The anchor was not inserted into the inserter tip. The anchor was found broken at the tip. The broken fragment was not shown in the photo. A review of the batch manufacturing records was conducted on finished lot number 212853: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the minilok qa+ # 2-0 oc v5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor is traced to procedural variables, such handling of the device or product interaction during procedure; user's action when manipulating the anchor, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.